Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated they're been having issues with recharging the implant for the last week or two. Caller stated when they tried charging last night it only went from 60% to 70% and wouldn't go further. Caller stated the controller would stall on the screen with the spinning circle for like 15 minutes before it would even advance to try and let them charge. Caller added that sometimes it would say "recharging excellent" and then it would just switch to "recharging" and never increment. Caller noted that if they could get the implant to charge with excellent quality, without even moving it would kick out and stop charging. Caller stated they've taken the controller battery out 2-3 times to try and reset it, but it doesn't make a difference. Agent asked caller to examine the equipment for damage. Caller noted the cord is broken and the wires are exposed where the cord goes into the antenna. Caller added that they did notice when they were using it the other day that it got a little warm at that spot. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller mentioned they have a CT scan on monday.

Manufacturer narrative:
Continuation of d10: product ID#: 97755,serial#: (B)(6), product type: recharger. Other relevant device(s) are: product ID#: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n: (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.